Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A product investigation was conducted. Visual inspection: the hohmann-style arm 183mm (p/n: 398.752, lot #: 08.7461) was returned and received at us cq. Upon visual inspection, it was observed that the laser weld was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the hohmann-style arm 183mm (p/n: 398.752, lot #: 08.7461). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 398.752, lot: 08.7461, manufacturing site: (B)(4), supplier: leitner ag, release to warehouse date: 27 feb 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, a hohmann-style arm with an unknown malfunction was received as a blind unit. Patient and procedure involvement is unknown. This report is for one (1) hohmann-style arm 183mm. This is report 1 of 1 for complaint (B)(4).